Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested, but not received: did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired? ¿ did the surgeon continue the case with this same device?

Event description:
It was reported that during a laparoscopic colon procedure, the jaw wouldn't open. There were no patient consequences. Case completed with another device of the same product code.